Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Small amount of tissue and charred material was observed on the jaws. A visual inspection was conducted. The heater wire was slightly flexed away at the center from the hot jaw and remained attached to the base and tip of the jaw. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint for ¿device remains activated¿ was not confirmed, but was confirmed for analyzed failure "bent-wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.